Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing ineffective therapy. It was noted that both of the patients leads had high impedances. The patient had multiple reprogramming sessions, however, unsuccessful. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices were not returned.